Manufacturer narrative:
To date, the device has not been returned for evaluation; however, pictures were provided. Upon review of the provided pictures, a burn can be seen on the posterior side of the abdomen below the naval. The root cause could not be determined as the product was not returned and could not be determined based of the photos alone. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: warnings: some equipment and / or techniques fall outside the intended use of standard electrosurgery dispersive electrodes, such as application of high current, long activation times, or use of conductive fluid (e.g. Tissue ablation, joint ablation, etc.). In these high current procedures, there is a risk that excess heat may build up in standard dispersive electrodes which may result in patient injury or burns. Conmed surefit dual dispersive electrodes have not been tested for use during high current procedures and are not recommended for non-standard electrosurgical applications. Consult the generator and accessory manuals for recommendations provided by the manufacturer. Surefit dual dispersive electrodes are not recommended for use in high current procedures where the activation time and current exceed 30 a2s in any 60 second period. Use of surefit dual dispersive electrodes on adults in high current procedures exceeding 700 ma and maximum cumulative activation time of 60 seconds in any 120 second period can result in electrosurgical burns or poor electrosurgical performance. Use of surefit dual dispersive electrodes on pediatric patients in high current procedures exceeding 500 ma and maximum cumulative activation time of 60 seconds in any 120 second period can result in electrosurgical burns or poor electrosurgical performance. Contact your organization's biomedical engineering department and / or the electrosurgical generator manufacturer directly for questions pertaining to any technical specifications or requirement listed here. Always use the lowest power settings to achieve the desired surgical effect. Do not modify the pad. Modification may result in patient or operator harm. Surefit dual dispersive electrodes are for use on patients weighing more than 2.2 kg provided there is sufficient surface area to ensure full contact of the pad with the patient's skin. Failure to achieve good skin contact by the entire adhesive surface may result in electrosurgical burns or poor electrosurgical performance. Do not coil dispersive electrode cable or allow the cable to overlie other electrosurgical monitoring cables or equipment, as the unintended transfer of potentially harmful rf energy may result. Conductive parts of the pad and associated connectors should not contact any other conductive parts including earth, as this contact may increase the risk of harm to the patient or operator. Difficulty in achieving cutting or coagulating energies requires evaluation. Stop. Do not proceed or increase power settings until you have checked all components of the electrosurgical circuit including the active electrode and its cable, the patient pad adherence and integrity, and the electrical generator and its connectors. Indiscriminate power increase may result in patient burns. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
This complaint was created due to a notification received from mhra, ref.#: (B)(4), on (B)(6) 2020. A search of the complaint system has not found a complaint reported for this device/failure mode during this timeframe. The report was found to be written against the 410-2000, cga, sure fit ground pad with 10ft cable. The report states, "patient sustained burn from the diathermy plate. Electrical burn to the skin." Further assessment received states the procedure was a right hip scope performed on (B)(6) 2020. Surgeon used a smith and nephew vulcan diathermy unit with the sure fit pad and a smith and nephew vulcan eflex ablator. Per user this combination has been used many times with no issues. Procedure lasted 1 hour. Pad placement was on the abdomen. At end of case, pad removed to expose what user describes as a patient burn. Patient referred to burn unit where patient diagnosed with electrosurgical burn. This report is being raised on the basis of injury due to patient receiving an electrical burn of unknown degree.